Event description:
It was reported that the user observed elevated blood glucose around 230 mg/dl after lunch and a supply change, expressed concern that insulin was not being delivered, and then observed glucose trending down from 224 mg/dl to 149 mg/dl during the call, with the patient feeling better and reassured that insulin delivery was occurring. Symptoms included transient hyperglycemia without other reported symptoms. Outcomes included no alerts or alarms, no medical intervention, and no hospitalization. Investigation included troubleshooting and education performed over the phone. Investigation of this case revealed no device alarms and no confirmed device malfunction, with glucose decline suggesting insulin delivery was functioning. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.